Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2018. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? Was any piece of the needle retained in the patient? Investigation summary: it was reported needle pull off. An unopened sample of product code w10b52, lot mam595 was received for evaluation. The product code is multi-strands double armed and must contains ten strands per packet. The issue sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and contains ten strands double armed; the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the needle-suture combination, no attachment defects were found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? Was any piece of the needle retained in the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an mitral valve repair and atrial fibrillation ablation procedure on (B)(6) 2018 and a suture was used. During surgery, the needle experience needle pull off during knotting. The swage appeared more rounded than before. There were no adverse patient consequences reported.